Event description:
Boston scientific crm received information that during a follow-up visit this device, which had been implanted two years, indicated beginning of life and the battery gauge was < 0.5yrs remaining. One year ago the estimated longevity was four years remaining. The device output and pacing percentage had not changed. Technical services was contacted and recommended a memory hex dump. One month later, a memory hex dump was obtained. It was noted that the programmed output was higher than reported and the device battery gauge would drop soon which appeared to be normal due to the high output settings. The product engineer recommended double checking the output settings. Two months later the device was explanted and returned for analysis. The reason for the device explant was not reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted electrosurgical cautery marks on the device can. A comprehensive series of diagnostic and electrical tests were conducted, verifying the performance of pacing, sensing, and memory recording functions commensurate with battery voltage. The device was explanted before it had reached elective replacement time and had longevity remaining.